Event description:
It was reported that, "the patient has had constant pain since the surgery. If he is on his feet for more than 2 hours his knee swells and the swelling goes all the way down to his foot. He is now showing blackened skin on his foot due to edema. The patient has been taking pain medication daily but had to stop due to blood in his urine. The patient is aware that certain stryker products are on recall and want to know if it applies to his knee surgery."

Manufacturer narrative:
The following devices were also listed in this report: scorpio m-dome x3 patella. Cat# 73-20-0110, lot# 750r. Series 7000 standard tibia. Cat# 7115-0011, lot# oplmpe. Scorpio nrg x3 ps tibial insert #11 10mm. Cat# 82-7-1110, lot# 8eemrd. It cannot be determined which, if any of these devices may have caused or contributed to the reported patient pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.